Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent temperature alarms while the pump was charging. The pump was not within abnormal temperature conditions. The customer's blood glucose (bg) level was in the 300s mg/dl range, during follow up with tandem technical support the customer reported bg level went down to the 120s mg/dl range. The temperature alarm was cleared and insulin was able to be resumed.